Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not think their pacemaker is working properly. The patient was noticeably short of breath and said multiple times that they "didn't feel good." The device remains in use. No further patient complications have been reported as a result of this event.